Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that customer was visited to emergency room then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 662 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with insulin drip. The customer did experienced the symptoms such as nausea,vomiting. The insulin pump will not be returned for analysis.